Event description:
A report was received that a patient's device has high impedance and was been referred to neurosurgery. Though surgery is likely, no surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full system replacement. The explanting facility is a no return site therefore the explanted devices have not been received for analysis to date.